Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported that the patient developed sepsis in the past and had intravenous antibiotics. The system was delivering gablofen. The concentration, dose, and lot number were unknown. The patient's medical history, diagnosis for use for the infusion system, timeline of the infection and sepsis, diagnostics/troubleshooting performed, device information, and the outcome were unknown. If additional information becomes available, the event will be updated.